Manufacturer narrative:
The product remains implanted and therefore has not been returned to medtronic. (B)(4).

Event description:
Medtronic received information that a moderate paravalvular leak was observed after the implant of this transcatheter bioprosthetic heart valve, due to heavy calcification in the native annulus and valve leaflets. Post-implant dilatation with a balloon did not improve the leak. A second valve was implanted valve-in-valve, resulting in trace paravalvular leakage as observed by echocardiogram. No subsequent adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Paravalvular leak can be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions. In this case, it was reported that the moderate paravalvular leak was due to patient anatomy (heavy calcification in the native annulus and valve leaflets). Post-implant dilatation with a balloon did not improve the leak. A second valve was implanted valve-in-valve, resulting in trace paravalvular leakage as observed by echocardiogram. A trace/mild pvl has minimal impact on the patient and is generally deemed an acceptable residual condition.